Manufacturer narrative:
The likely cause for the reported balloon loss of pressure and detachment of the catheter shaft component could not be determined as the device was not available for investigation. Therefore, a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ peripheral ivl catheter was used to treat the right superficial femoral artery. After 150 pulses at 4 atmospheres were delivered, a balloon loss of pressure occurred. It was observed that the balloon detached from the ivl catheter; however, it is unknown when the detachment occurred during the procedure. A surgical cut down was performed and the detached component was successfully retrieved from the patient. As of the date of this report, no additional patient sequelae have been reported.